Manufacturer narrative:
The referenced scope was returned for service but the investigation is in progress. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide reprocessing training. To date, the ess visit has not been finalized. In addition, the scope will be forwarded to an independent laboratory for additional microbial testing. If additional information becomes available this report will be supplemented accordingly.

Event description:
The manufacturer was informed that the scope culture tested positive for micrococcus luteus/lylae after being high level disinfected in their scope washer. There was no patient infection associated with this report.

Manufacturer narrative:
An endoscopy support specialist (ess) visited the user facility and provided a reprocessing training that included cleaning, disinfecting, and sterilization information as contained in the ontrack document. The ess observed the user facility perform all of the reprocessing steps recommended for cleaning of the scope and no deviations were observed. The ess noted the user facility utilizes scope buddy instead of manually flushing the scopes. The subject scope was sent to an independent laboratory for culture testing. The scope¿s instrument channel tested positive for staphylococcus hominis and micrococcus luteus. The scope was then ethylene oxide (eto) sterilized and returned to the service center for a physical device evaluation. A visual inspection of the instrument channel and suction channel was performed and was unable to find any signs of foreign substance/stain inside the biopsy port and instrument channel. However, there were tear marks on the instrument channel wall at the distal bending section area side with no leaks noted inside the channel. The cause of the tear marks on the biopsy channel wall is due to handling. Additionally, there was no foreign substance/stain found on the external areas of the scope; insertion tube, bending section cover, distal end cover. The scope passed the leak test. In addition, the service group noted the bending section cover glues were cracked and there was foreign glue stuck between biopsy port, and suction port. The suction cylinder has black stain. A review of the service history of the scope indicates the scope was purchased on september 27, 2019. There are three repairs in the past three years; none related to positive culture. Based on the evaluation, the cause of the reported event could not be determined. The cause of the reported positive culture could not be determined.